Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with their pacemaker in backup vvi mode. The reason for the backup was an interaction issue between an non-upgraded pacemaker and the transmission system. Patient was brought into the clinic on (B)(6) 2020 and device recovery and upgrade were performed to address the issue. Discharged patient was stable after the event.